Manufacturer narrative:
When additional information is received, a follow-up report will be submitted as required.

Event description:
It was reported that the 9800 system responds very slowly when pulling images. It was also noted that the system will not record runs at times and different images may come up. There was no report of patient injury.